Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00083.

Event description:
The pt had a trigeu tibia nail implanted, because of pseudoarthrosis a re-operation was needed. The nurse, reported that during re-operation the surgeon discovered that the pt distally had a mass and hard pseudoarthrosis. She said that the surgeon found it difficult to use guidewire with olive, so he used the reamer without. It was reported that the surgeon needed to use hard pressure to come through the arthrosis. One of the bixcut reamers broke and the second was twisted during the operation.